Manufacturer narrative:
No medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient was seen for routine follow-up when high, out of range hv lead impedance and pacing lead impedance, and loss of capture were observed. Lead fracture was suspected. The patient was referred for laser lead extraction. At the end of the procedure, the patient became hypotensive. The patient was taken to the operating room and a sternotomy was performed. It was reported that the tricuspid valve was found torn. It was suspected that the damage occurred during the procedure, but not definitely known. The tear was repaired and the patient remained hospitalized for six weeks. The patient has since recovered and is in stable condition.